Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). The wanda pta balloon dilatation catheter ruptured on the second inflation to 8 atms. The first inflation was to 6 atms. The balloon was withdrawn and the procedure was completed with a different device. There were no pt complications or injuries reported. The pt status is reported as 'good'. This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
(B)(6). Add'l model# 80cm. (B)(4).